Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated; dust was cleaned from the device as the error e116 indicates that the graphics processing unit and central processing unit fan did not start. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "e116" occurred upon turning on the device in the morning. After restarting the device, the error disappeared. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported e116 error code. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the error was produced because of irregularities with the internal electrical components (cpu, gpu, cpu, dimm, or ssd), their associated fans (cpu or gpu), or the power supply. The exact component that caused the error code was not identified. Olympus will continue to monitor field performance for this device.